Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
It was reported that the ventilator had a check ventilator alarm light emitting diode (led) error when powering on the unit. There was no patient involvement. The customer troubleshot with technical support and confirmed the error code in the ventilator diagnostic report. The customer was advised to replace the power switch overlay. The customer reported that replacing the power switch overlay addressed the reported issue and the unit was return to service.